Event description:
It was reported the screw broke approximately 6 months post-op. No further info is available.

Manufacturer narrative:
Additional info has been requested, any relevant info will be provided upon receipt.